Manufacturer narrative:
The na electrode lot number was q17 with an expiration date of 04-sep-2024. The cl electrode lot number was k50 with an expiration date of 27-jul-2024. The customer noted leakage and multiple ise noise alarms on the day before the event and also on the day of the event. The calibration of cl noted slope e. Alarm on the day before the event. The qc for na and cl was within range on the date of the event. Multiple ise noise alarms were noted on the day of the event. There was one abnormal probe-sucking alarm which could indicate poor sample quality. The field service engineer (fse) found an issue with the printed circuit board. He replaced multiple parts of the instrument including the printed circuit board, cables, valve assembly, and o-rings. The fse did ise checks and they performed within specifications. Calibration and qc were performed and they were acceptable. Patient samples were tested and they were acceptable. The root cause was determined to be an issue with the printed circuit board. The service actions (replacing multiple parts of the instrument including the printed circuit board, cables, a valve assembly, and orings) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 4 to 5 patients' serum samples tested on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Results for the following tests were affected: sodium (na) and chloride (cl). Discrepant results were provided for 1 patient' serum sample. Na: initial result: 80 mmol/l. Repeat result: 120 mmol/l. Cl: initial result: 109 mmol/l. Repeat result: 77.4 mmol/l. No questionable results were reported outside the laboratory as the results were inconsistent with the patient's health.